Event description:
According to the reporter, the device service indicator illuminated when it was first powered up for incoming inspection at the hosp's biomedical department.

Manufacturer narrative:
A preliminary evaluation of the device at the facility's site observed that the service indicator was illuminated and would not clear, but that the device's ECG monitoring and the manual and advisory defibrillation functions appeared to operate properly. When medtronic further evaluated the device on 08/21/2006, it determined that, although the device would charge and deliver energy, it would intermittently deliver less energy than the energy selected by the user. Further evaluation observed that the h-bridge, designator, on the therapy pcb assembly was out of electrical tolerance. Medtronic replaced the device.